Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 6.5v. Retainer ring black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Pump tested ok.